Event description:
It was reported that the patient developed an infection less than one month after implant. The lead was removed and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The proximal segment was returned and analyzed.